Event description:
"The nurse reports that when the stylet was removed the clip activated, but did not completely cover the needle. The nurse then placed the needle on the bed, and was stuck by the needle.